Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The reported failure was able to be reproduced. The product used for urological care. A potential root cause for this failure mode could be due to a user-related.( example: rough handling or use sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the there was a clear-cut spotted at the connection part of the foley catheter. The patient was assessed to be hyperactive delirium and confused, agitated and not oriented. Per follow-up via regional partner on 05jan2021, the patient had pulled out intravenous (IV) cannula and was attempting to climb out of bed. Then the patient was again observed to be restless and was seen holding onto the indwelling catheter (idc). The nurse quickly attended to the patient and observed the indwelling catheter (idc) was torn into two parts at the connector. The foley catheter was still in the patient and was removed successfully by deflating the balloon with a manual pressure on the balloon by the urologist.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the there was a clear cut spotted at the connection part of the foley catheter. Patient was assessed to be hyperactive delirium and confused. Per follow up via regional partner on 05jan2021, at 2.30hrs, patient had pulled out intravenous (IV) cannula and was attempting to climb out of bed. Patient was agitated and not orientated. Then at 5.15hrs, patient was again observed to be restless and was seen holding onto the indwelling catheter (idc). Nurse quickly attended to patient and saw that the indwelling catheter (idc) was torn into two parts at the connector. The foley catheter was still insitu in patient and was removed successfully by deflating the balloon with manual pressure on the balloon by the urologist.